Manufacturer narrative:
The insulin pump unit was received with intermittent act button response due to flattened dome switch. No cosmetic damage noted. Device powered up properly after battery installation. Device had operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No failed battery test noted. (B)(4).

Event description:
The customer reported via phone call that he bent over and the insulin pump fell and hit the floor. Then the buttons became unresponsive and it alarmed failed battery test. Blood glucose value was 146 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.